Manufacturer narrative:
A product investigation is in progress.

Event description:
1/4 of tip of tampon remained inside vagina [foreign body in reproductive tract]. Cotton core was fanned out [device breakage]. Cotton core was fanned out when removed tampon [complication of device removal]. Consumer reported via phone that 1/4 of the tampon tip remained inside of her vagina after removal. No serious injury was reported.

Event description:
1/4 of tip of tampon remained inside vagina [foreign body in reproductive tract]. Cotton core was fanned out [device breakage]. Cotton core was fanned out when removed tampon [complication of device removal]. Consumer reported via phone that 1/4 of the tampon tip remained inside of her vagina after removal. No serious injury was reported.

Manufacturer narrative:
No manufacturing cause identified based on investigation.